Manufacturer narrative:
Findings: inspected 2 opened/used sensors and performed continuity resistance test on 1 of 2 sensors and sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a insulin paradigm pump. Connected sensor to the transmitter and placed it in 100 bts solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Remaining sensor has cannula retracted inside sensor base. Cannula found whole; not broken or missing parts.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the cannula was missing. The customer¿s blood glucose level was 266 mg/dl. The customer stated that the introducer needle was hard to remove. Advised customer to contact their health care provider for treatment. Customer also reported that insulin pump alarmed cannot find sensor signal. Advised customer that the sensor would be replaced and sensor will be returned for analysis.